Event description:
Reportable based on device analysis completed on 30apr2015. It was reported that a balloon inflation issue occurred. The target lesion was located in the left superficial femoral artery. A 5.00mm/2.0cm/135cm otw peripheral cutting balloon® was used for dilatation. During procedure, while inflation was attempted, it was observed that the device was broken. The procedure was completed with another of the same device. There were no complications reported and the patient's status was fine. However, device analysis revealed a crack at the proximal balloon weld.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Balloon profile examination was conducted and no damage was noted at the tip or blades. The balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was then attached to an encore inflation unit, subjected to positive pressure and a leak was identified at the proximal balloon weld. A microscopic examination observed a crack for approximately 50% of the bond circumference. The 'tack' weld of the bond was not cracked. This crack is potentially a result of a high level of stress and/or pressure being applied to the area if placed at a significant bend during the procedure. The balloon did not exhibit any signs of damage. Visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).